Event description:
On (B)(6) 2012, the patient's mom/reporter claimed that the patient was sick with a bug having multiple symptoms of "diarrhea and vomiting." Around the same time, the patient had a power issue with the animas insulin pump. The subject pump is defaulting to the verify screen. The patient went off the subject pump at 7pm last night while his blood glucose was fine. At 5am this morning, his blood glucose elevated to 496 mg/dl and took insulin injection lowering his blood glucose to 316 mg/dl. During troubleshooting, the patient did not have any replacement battery to resolve the issue. This complaint is being reported due to the power issue and because the patient had elevated blood glucose and symptoms that can be suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). The pump was returned to animas for evaluation and investigation was completed on (B)(4) 2012. The results of the investigation were as noted: during investigation black box verified that the patient was not using fully charged replacement batteries. Pump was exercised for 24 hrs. On a 1 unit per hour basal program. Pump was powered down and then powered up. All current readings were within normal specification. Product analysis opened pump inspected internal components and found no defects. The flow test passed. During investigation time and date reset was verified in the black box. The pump was exercised for 24 hrs. On a 1 unit per hour basal program. The pump was unable to maintain time and date during battery replacement due to a corroded bt1 issue. Pump case had several scratches and paint peeling. The battery cap showed significant signs of wear. The slot was worn almost to the point where it could not be used.